Event description:
Allegedly the surgeon could not remove the cup from the impactor. This caused a 30 min. Delay in surgery.

Manufacturer narrative:
Device #2: this is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the evaluation is complete. This is the same event as 1043534-2012-00001. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed.